Manufacturer narrative:
Occupation: senior product specialist.

Event description:
Information was received indicating that the whole medication (etoposide, 0.22mg) remained inside the cassette after a 24 hour infusion using a smiths medical cadd administration set with a cadd solis pump. The pump indicted that the infusion was completed, but none of the medication was infused. There was no reported adverse event.